Event description:
During a carotid stenting procedure, blood flow stopped. It is unknown when during the procedure, the event occurred. The physician believes the cause of the event was debris, which was caught in the filter basket. The patient is a male. There is no information regarding which carotid artery was being treated. Vessel characteristics are unknown. There was no difficulty positioning the angioguard distal protection device distal to the lesion or placing the stent. The lesion was successfully treated. It is unknown if suction was used to eliminate debris in the filter. It is unknown if medication was used to treat the patient. The patient was neurologically intact when taken from the angio site.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.